Event description:
The customer reported that the telemetry device had loudspeaker failure. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that there was malfunction of the speaker. The device was in use on a patient. There was no report of patient or user harm.